Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the severely calcified iliac artery. Following pre-dilatation with a 4mm balloon catheter, an 8mm epic stent was deployed to treat the lesion. Subsequently, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilatation; however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.